Event description:
It was reported that a user experienced hyperglycemia after over-treating an earlier hypoglycemic episode with oral glucose while using the ilet bionic pancreas with a cd infusion set and a freestyle libre 3+ continuous glucose monitor (cgm). The user changed the infusion set and glucose values trended down over time, suggesting the site was viable and the event related to overtreatment of hypoglycemia rather than device malfunction. Symptoms included tiredness during the hypoglycemic episode, reaching 50 mg/dl, and no reported symptoms during the hyperglycemic episode, peaking at 307 mg/dl. Outcomes included no alarms, no hospitalization, and glucose values returning toward target after monitoring. Investigation included troubleshooting and education regarding treatment of hypoglycemia, monitoring with fingersticks corroborating cgm accuracy, and observation after infusion set change to assess site viability. Investigation of this case revealed user-related overtreatment of hypoglycemia and appropriate device responsiveness once absorption and dosing time were allowed, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia leading to rebound hyperglycemia.